Manufacturer narrative:
The customer reported that the bsm is shutting down and rebooting, this is happening frequently on this monitor. The customer stated that they checked all the cables and even swapped the 1700 in the rear, but the issue persists. Technical service requested the logs for evaluation. There was no patient injury reported. Nihon kohden continues to investigate the reported event.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) is shutting down and rebooting.

Manufacturer narrative:
Details of complaint: the customer reported that the bsm is shutting down and rebooting, this is happening frequently on this monitor. The customer stated that they checked all the cables and even swapped the 1700 in the rear, but the issue persists. Technical service requested the logs for evaluation. There was no patient injury reported. Investigation summary: the overall risk score is a product of severity x probability. The overall risk score is medium. Customer was unresponsive to qae follow up attempts for more information. Logs were not provided by the customer. Root cause cannot be determined. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The operator's manual for the bsm's recommend rebooting the system every three months to prevent instability in the system. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. The following fields are not applicable (na) to this report: d4 lot # & expiration date g4 device bla number the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: on 04/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 04/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: on 04/13/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: on 04/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 04/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: on 04/13/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: on 04/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 04/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: on 04/13/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Manufacturer references # (B)(4), follow up 001.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) is shutting down and rebooting.